Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered incomplete bladder emptying, incomplete defecation, spraying of urine stream, urgency of urination, urge incontinence, urinary frequency, dyspareunia, bladder neck obstruction, erosion of vaginal mesh to surrounding organ tissue into urethra, bladder pain, and gross hematuria. No further info has been provided.